Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported an 83-year-old female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during the implant it was difficult to pass the iliac artery. The short sheath was exchanged for the long sheath and upon fluoroscopy it was found that the sheath was kinked in two places. The dilator was placed back into the sheath with the wire and the kinks resolved and the impella was implanted. It was noted that patient¿s leg was mottled and no dopplerable pulses were found, after 4 days the peel-away sheath was removed and replaced with a repositioning sheath and the blood flow improved with pulses being found via doppler.

Manufacturer narrative:
The investigation into the reported introducer damage and limb ischemia reversible has been completed since the original report was filed. No product was returned for evaluation. Clinical review noted that patient had pad/pvd. The root cause of the introducer damage was most likely due to disease vasculature of the patient. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06319 was provided in sections b5 and h1.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).